Event description:
It was reported that during implant the right atrial lead had very difficult placement with 10 repositioning attempts and became dislodged multiple times, however the lead was placed successfully. The patient was discharged from the hospital, and then two days later the patient returned to clinic due to diaphragmatic stimulation. The lead was found to have dislodged again. The lead was explanted and was replaced with a non-active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.